Event description:
It was reported that the patients ipg was not working as intended. The patient underwent an ipg revision procedure wherein the patients device was replaced with a non bsc product. The patient was doing well postoperatively. The explanted product will not be returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred two years ago from date manufacturer was made aware.